Event description:
A customer reported receiving a "lo" display message on her precision xtra/optium blood glucose meter and also experiencing symptoms of dry mouth and sleepiness. The paramedics were called, took a blood glucose reading of 410 mg/dl, put her on an insulin intravenous drip and transported her to a hosp where she stayed for two days. At the hospital, she additionally reported receiving some orange juice and then was released to go home. She was reportedly diagnosed with diabetic ketoacidosis. The customer also reported having some heart problems, but it is unclear if they were related to the medical event. There was no report of death or permanent impairment associated with this even.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.